Event description:
Telemetry issues were reported. The pt had not charged or used his neurostimulator for 2 to 3 years. The pt noted he had not been using the neurostimulator because it had not been holding a charge. The neurostimulator was overdischarged and was unable to be brought out of the overdischarged state. The device was explanted and replaced.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.